Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: date: on (B)(6) at 12h04 = 26 mg/dl, date: on (B)(6) at 12h04 = 46 mg/dl, date: on (B)(6) at 12h05 = 68 mg/dl, date: on (B)(6) at 12h07 = 117 mg/dl.